Event description:
It was reported that the customer was led through the security scanner at the airport when the cartridge alarm 19 occurred during basal delivery. Customer's blood glucose level was 172 mg/dl. The customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available a supplemental report will be submitted. See scanned page.